Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving saline at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that the patient was having an MRI not due to a problem with the device or therapy. The patient stated the pump was not working and had saline in it. The patient was trying to find someone to explant the pump. There were no reported symptoms

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.